Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly after implant, both the right atrial (ra) and right ventricular (rv) lead exhibited high pacing thresholds which resulted in loss of capture. Asystole was less than 2 seconds. It was determined that the patient had moved their arm too much, too soon after implant, causing lead movement. A revision was performed and both leads were successfully repositioned. No additional adverse patient effects were reported.